Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot # was provided and the manufacturer will review the lot history records. If the tube is returned and the failure investigation results provide new or significant info, a f/u report will be submitted.

Event description:
It was reported "in use with tube they could not be detached"; :changed tube". It was reported that the tube was pre-tested and that the pt was re- intubated. No other info was reported.